Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 9 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient experienced worsening shortness of breath (sob) and heart failure (hf) symptoms. An echocardiogram revealed wide open aortic insufficiency which progressed to cardiogenic shock. An open aortic valve replacement (avr) prosthetic valve procedure was performed on (B)(6) 2018 and the vad was stopped temporarily while the patient was on bypass and anti-coagulated. The vad was restarted without issue. The patient was discharged and was reported as doing well.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not be conclusively established through this investigation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.